Manufacturer narrative:
Philips service replaced the fuse and verified the system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to power on due to a blown fuse in the mpdu control unit on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.